Event description:
It was reported to philips that the live display screen was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the live video adapter needed repair. The fse twisted the pin in the adapter slightly and reloaded the image processing pc (ippc) software. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.